Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On october 8th, 2021, it was reported by the patient¿s legal representative that an arthroscopic rotator cuff repair was performed on (B)(6) 2017 wherein the ar-2323bcc (f162022) bio-composite swivelock was implanted during surgery. The patient required surgery after sustaining a left shoulder injury at work on (B)(6) 2016. On (B)(6) 2018, a postoperative MRI revealed loosened hardware and a rotator cuff re-tear. The patient consulted a different surgeon and a left shoulder revision surgery with double-row rotator cuff repair, arthroscopic biceps tenodesis, and hardware removal was performed on (B)(6) 2018 during which four (4) arthrex 4.75 mm bio-composite swivelock anchors were implanted (part/lot unknown). Postoperatively, the patient was still reporting pain. On (B)(6) 2019, a MRI revealed the rotator cuff was fully healed but one of the suture anchors was loose and was adhered to the fascia. The surgeon noted that the patient was tolerating the loose anchor well and further pt was prescribed. The patient continued to report pain. Following a number of appointments with different surgeons, the patient was prescribed a second revision surgery. It is unknown if the second revision has been performed at this time.